Manufacturer narrative:
Device evaluation of electrode has been completed. The reported problem (cannot baseline patient) has been confirmed. Upon investigation the electrode belt did not pass a ECG falloff test. The cause was isolated to an open wire in the ECG cable. The root cause for the open wire was not able to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that patient couldn't be baselined.